Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that on/off button on their device was working intermittently. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and was not able to duplicate reported issue. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that on/off button on their device was working intermittently. After replacing the main keypad and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that on/off button on their device was working intermittently. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.